Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported no complaint against the device. Later, "leaking silicone, discolored and capsular contracture baker grade I" was noted via operative report. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as assessed as fold flaw. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - product discolored: observed product discolored through visual inspection. None of the other observations performed during the device analysis (non-penetrating nick and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional initially reported no complaint against the device. Later, "leaking silicone, discolored and capsular contracture baker grade I" was noted via operative report. This record is for the right side. The device has been explanted.